Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized one day after the onset of the peritonitis. One day after hospitalization, the patient was treated with vancomycin (1 gram per 2 liters, duration, frequency, and route not reported) and amikacin (500 mg per 2 liters, duration, frequency, and route not reported). The cause of the peritonitis was unknown. At the time of this report, the patient was recovering from this peritonitis event. No additional information is available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).